Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was over 600mg/dl on time and date of hospitalization mentioned was (B)(6) 2017 with blood glucose of over 600mg/dl. Customer¿s current blood glucose was 420mg/dl. The customer experienced nausea and hard to breath. The customer was treated with insulin drip and shots. The customer was not wearing the insulin pump during the hospitalization but pump was off less than 48 hours prior to hospitalization. Customer also reports that drive support cap was flushed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, unexpected restart error test, rewind test, basic occlusion test and displacement test. However, we were unable to prime device during prime test due to faulty force sensor resistor. We were unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. The drive support disk was inspected and no anomalies noted. The device was received with cracked reservoir tube lip, minor scratches on reservoir tube window and minor scratches on lcd window.